Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The patient had high blood symptoms of vomiting. The blood glucose results were unknown and the type of treatment given to the patient at the hospital was not provided. The patient was expected to be released from the hospital on (B)(6) 2016. The diabetes educator stated that insulin was visible within the cartridge compartment, but the diabetes educator was uncertain if the visible insulin was from the cartridge change procedure or if there was a leak in the system. There were no allegations against the infusion device. Return of the suspect device was requested for evaluation.